Event description:
It was reported the restraints wouldn't latch/lock due to missing restraints. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.